Manufacturer narrative:
Device evaluated by manufacturer: the guidewire was returned inserted in the plus unit. The burr was stuck on the guidewire. The distal coil of the catheter device was stretched. The burr was removed from the guidewire without any issues. The burr was microscopically examined and found the distal coil was broken. Part of the coil could be seen in the proximal burr. The annulus was misshapen. No issue was noted with the burr. The coil was microscopically examined and found the distal coil was broken and stretched and the annulus was misshapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified left circumflex (lcx) artery. The physician advanced a 1.25mm rotalink burr was advanced to the lcx over a 325cm rotawire floppy guidewire. Atherectomy was performed 7-8 times, for 15-20 seconds each at rotational speeds of 180,000-200,000 rpms for a length of 15mm. Following ablation it was noticed the burr detached from the catheter. The burr was removed along with the rotawire guidewire and the procedure was completed. No patient complications were reported and the patient status is good.